Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the atrial lead was oversensing noise that caused inappropriate mode switch. No intervention was performed. There was no patient consequences.